Event description:
The customer contact reported a leak of "biohazard drug". The tubing set was being used to deliver an unspecified medication via an omni-flow pump. After an unspecified length of time, line d was found leaking at an unspecified location. The delivery was stopped. The spill was cleaned according to the hospital's protocol. There was not reported skin contact with the pt or healthcare professional. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.